Manufacturer narrative:
The device was not returned to b+l for evaluation. Therefore, a product evaluation could not be conducted. One retain sample from the same lot (7556019) was dimensionally inspected and all measurements were found to be within specifications. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient had a subluxation of both lenses, as well as z-syndrome/vault. Reportedly, the patient noticed a decrease in vision. The patient received secondary surgical intervention with yag and an anterior vitrectomy in the left eye. Both lenses were then exchanged with a different model lens. In the surgeon's opinion, the likely cause of the event was the patient's incompatibility with the lenses and poor healing. The patient's current prognosis is guarded. This report refers to the patient's left eye (os).